Event description:
The facility's biomedical engineer reported there was a "sentinel event" with colleague pump at the facility. Channel a was programmed for d5w (5% dextrose in water) at a rate of 40ml/hr and channel b was programmed for potassium at a rate of 11ml/hr. Reportedly, the pump had been programmed ahead and then put on a stand by, awaiting the cardic surgical pt and to be started when the pt arrives. The IV sets were "piggybacked" together below the pump and were to be inserted in the separate channels. Biomed reported, "potassium might not have been loaded into the channel b at all and the roller clamp might have been opened on the potassium tubing." The pt received an overdose of potassium, was affected, and went into cardic arrest. The pt's potassium level was high, believed to be in the 20's. The pt was resuscitated and the resuscitation was successful, however, the pt did not recover fully to the condition from prior to the code. The pt's current condition was unk other than the pt was in the critical care. According to the biomed, "it appears that if all sensors are functioning properly, after reviewing the event history, channel b was never started and the IV set was never loaded." Though requested, no additional info was available regarding the pt's demographics, diagnosis, medical history, current pt's status, pt's status prior and after the event, potassium level prior and after the event, set up and programming of the pump.